Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
O.r. Manager, related that "during a total hip prothesis procedure, after impacting the cup, the surgeon became aware that the ceramic inlay is out of the shell cup. The prothesis was immediately removed and replaced."